Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A device history record review revealed no issues that could have caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. The event history log review revealed no alarm or iipv event that could have caused or contributed to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as cardiac arrest though an autopsy was not performed. Therapy was ongoing prior to death. The patient was performing therapy at the time of death. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.